Event description:
On 04aug2025, avalign gsi quality received a customer complaint notification. Complaint from customer for one unit of customer part# rh551-111. It was reported that a piece of instrument broke off in the patient's nasal cavity, and the broken piece was retrieved and intact. There was no additional intervention, the patient was discharged with injury. The procedure was not delayed.